Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient received an scs system including an ipg on (B)(6) 2009. It was reported that he stopped feeling stimulation and was unable to communicate with his ipg via either the programmer or the charging system. In an effort to resolve this matter, a replacement charging system was shipped to the patient. Follow-up on this issue found that the alleged problem persists with use of the new charging system. An appointment has been scheduled with the physician to discuss the next course of action. No further information is available.